Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet after noting a leaking cartridge, which was subsequently discarded, and the user replaced the cartridge and reconnected to the system; the reported cartridge lot number was 30093. Symptoms included elevated blood glucose measured at approximately 400 mg/dl. Outcomes included no hospitalization, no medical intervention beyond changing the cartridge, and resolution after supply replacement. Investigation included complaint history review and user troubleshooting with education. Investigation of this case revealed that the cause of the hyperglycemia was unclear and that no device alarms were reported. It was concluded that the event was non-serious with no reportable injury and that the root cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.